Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
If implanted, give date: not applicable, as the lens was not implanted. If explanted, give date: not applicable, as the lens was not implanted; therefore, it was not explanted. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (iol) was stuck in cartridge and was partially inserted into the eye. The surgery was completed successfully using the same model and diopter lens. No additional information was provided to johnson & johnson surgical vision.

Manufacturer narrative:
Additional information: section d10: device available for evaluation yes, returned to manufacturer on 12/24/2019 . Section h3: device returned to manufacturer ,yes. Device evaluation: a visual inspection and evaluation using magnification was performed to the product returned and the following were the findings: viscoelastic residues were observed, and haptics/lens body bent which is related to the preparation of the lens. The complaint issue was not verified, and a product quality deficiency was not identified. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured according to specifications. The search revealed that no additional complaint for this production order number has been received. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted. H3 other text : placeholder.